Event description:
Device issue: failure to cross. Adverse event: thrombosis requiring intervention. Time of device issue and adverse event: during the procedure. It was reported via a trial that the procedure was to treat two lesions in the right coronary artery (rca), one in the proximal rca and one in the distal rca. The first device used was a xience v 2.75 x 18 that could not be advanced to the distal rca, so it was deployed to treat the proximal rca lesion. The second xience v 2.75 x 18 was advanced to the distal lesion and was deployed. An nc voyager was used for post-dilatation of both xience v stents. Haziness was noted between the two stents, which was believed to be a spiral dissection. There was considerable distance between the possible spiral dissection and the deployed stents. It is unk what may have caused the dissection. An attempt was made to rewire the rca vessel for treatment of the dissection; however, it could not be rewired and the vessel occluded. The pt was taken to coronary artery bypass graft surgery (CABG) surgery. The CABG surgery was successful, and the pt was due to be discharged 3 days later. Angiographic images received and reviewed by the abbott clinical board found no dissection was noted. The occlusion appears to be from thrombus. The incidence of vessel occlusion is confirmed on the images; however, spiral dissection as a cause is questionable. The probable cause for the occlusion is thrombosis. No add'l info is available.

Manufacturer narrative:
(B) (4). (B) (4). The other xience v 2.75 x 18 indicated is being filed under a separate medwatch MFR number. The stent remains in the pt. The lot number was not provided. A supplemental report will be submitted with all relevant info.